Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-24. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received two unopened units. Initial visual observation of the unit revealed that all components were present and intact. Prior to testing, the units were inspected for the actuator being pushed through the septum and no defects were found. The units were tested for leakage beyond the septum and no leakage was observed. Since the units were found to be within specification, bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported 2 bd insyte¿ autoguard¿ bc had issues of blood leakage through the bc valve. The following information was provided by the initial reporter, translated from portuguese: "the insyte did not have an anti-reflux system which generated blood extravasation..."

Event description:
It was reported 2 bd insyte¿ autoguard¿ bc had issues of blood leakage through the bc valve. The following information was provided by the initial reporter, translated from portuguese: "the insyte did not have an anti-reflux system which generated blood extravasation."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.